Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was derailed. The instrument housing was removed to find that the frip cable was derailed at the clamping pulley. Other backend cables were not damaged. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the customer noted that the prograsp forceps instrument would not smoothly open and close. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.